Manufacturer narrative:
Analysis of the lead (l/n v596733), found conductors broken at or near the tines. Conductor wires 0, 1 and 2 were broken 4 cm from distal end.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v596733, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient via the company representative reported a lead fracture and the patient's symptoms were coming back. The patient stated that it might have been from a visit to the chiropractor. Impedance was checked and lead fracture was identified. The lead and battery were explanted and replaced. It was unknown if the issue resolved at the time of the report. There was no patient medical history and the patient status at the time of the report was "alive- no injury". Additional information received by the company representative confirmed that the device was explanted and replaced due to lead fracture (breakage). The device was used within the patient and intended for treatment. The device was returned. The issue occurred during normal use and the indications for use were urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome was reported regarding the patient symptoms returning. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.